Event description:
It was reported that a patient underwent right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product in 3 months for an unknown reason. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: UK. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was further reported that the wear and tear that the patient experienced, causing pain, is within the joint anatomy rather than implants. The revision procedure is cancelled, and initial implants remain intact without allegations of failure. No additional information.

Manufacturer narrative:
(B)(4). Upon further diligence, it was reported that the wear and tear the patient experienced causing pain is within the joint anatomy rather than implants. The revision procedure has been cancelled, and initial implants remain intact without allegations of failure. As the complaint indicates that failure is the result of disease progression and rotator cuff deterioration, this is no longer considered a serious injury. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff.